Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 07/28/2025, the beta bionics ilet user reported multiple dexcom g7 sensor failures in one day, receiving ¿sensor failed¿ alerts and an ilet restart alert (code 60, bluetooth communication). A firmware update was performed and a new sensor was paired and entered warmup successfully. The patient later confirmed the g7 was working but requested a replacement due to concern about recurrence. Blood glucose levels were unaffected at the time of the report. No symptoms, external assistance, or medical intervention occurred.